Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +04.00 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting and the patient experienced a refractive surprise. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was due to the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).